Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to loosening of the tibia. A stemmed mrh tibial component and insert were revised to a tibial component with a longer stem and the same size insert. Rep confirmed that there are no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.